Event description:
It was reported a spectrum pump had no audio. It was reported there was no pt injury.

Manufacturer narrative:
(B)(4). Baxter received the device. The evaluation is not complete. When the evaluation is complete, a supplemental report will be submitted.